Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device changeout, externalized conductors was seen on the right ventricular lead via review of cine imaging. The rv lead will be monitored. The patient was stable.